Manufacturer narrative:
H3: analysis of the lead (lot#: va2zctb) identified that the electrode right at the distal end of the lead was pulled out/off. Continuation of d10: product ID 978b128, lot# va2zctb, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-sep-29: information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were trying to increase stimulation because they were going to the bathroom more than they should be going right now, but they can't get their system to work. Patient reported getting message system was operating at maximum settings, therapy cannot be increased. Reviewed max settings message overview. Patient stated they just turned it on this morning because they have been noticing they were having to go to the restroom more and they thought it was because of their blood pressure medication which has a diuretic in it, but stated this was not right. Patient provided event date as it's been about 2 weeks that they have noticed they were going a little bit more, but now they know they're going a couple times an hour and stated that is not right. Patient pressed ok on max settings message and confirmed therapy was on at 0.3v on program 2. Patient also stated seeing orange circle with quotation marks near 0.3. Patient inquired if they can change programs. Agent reviewed therapy adjustments considerations. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. 2025-nov-08: additional information was received from a manufacturer representative (rep). The rep reported that the patient had impedance values of >4000ohms on all electrodes. The caller was seeing the unable to increase amplitude message when incrementing up from 0.3ma on all programs. The caller asked what component might cause the problems and how to do intra-op testing to identify if the lead needed to be replaced. Reviewed information about impedances. When the doctor opened up the pocket site to test the lead when disconnected to the battery, no responses were received. The surgeon then was going to move forward with removing the lead, but discovered the lead had broken right under the first tine and came right out of the incision site. The rest of the lead remains in place as it was unable to be retrieved. Patient had a loss of stimulation and had a return of symptoms: urinary incontinence. It was stated that the issue was resolved, new lead was implanted.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-feb-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2zctb, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had a couple falls and noticed around the end of august/first of september that it wasn't working at all. The patient stated they saw their healthcare provider (hcp) after that and the hcp could not get it to work either, and that was what led to the replacement procedure.